Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, gel bleed.

Event description:
Healthcare professional reported a rupture and silicon perspiration of the left device. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on posterior assessed as fold flaw opening. Gel bleed: not observed. Additional observations: stress marks observed. Crease fold observed. Wear abrasion observed.